Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The device history records were reviewed and found that the devices were manufactured to specification with no deviations or anomalies. These reported devices are used for treatment. The complaint history for these devices was reviewed and found no previous complaints for each respective lot. The devices used are an approved and compatible combination. Implantation and revision operative notes were reviewed. It was noted that the patient's cobalt and chromium levels were taken and were normal. Additionally, the notes state that there was a black discoloration on the surface of the mating portions of the head-stem taper junction; machining marks were also visible. A definitive root cause for the identified corrosion cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This follow up report is being filed to relay additional information.

Event description:
It was reported that a patient underwent a right hip revision due to adverse local tissue reaction and corrosion. Operative notes indicate that there was evidence of pseudotumor which was debrided. There was also dislocation of the stem and head.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00784301536, versys femoral stem, lot #601170250- remains implanted. Manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to corrosion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Trilogy f/m acet shell 56 od clust p/n 00620005622 l/n 61439159. Trilogy bone screw 6.5x40 p/n 00625006540 l/n 61445405. Trilogy bone screw 6.5x35 p/n 00625006535 l/n 61412743. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.